Manufacturer narrative:
Updating health impact grid to confirm there is no patient involvement.

Event description:
It has been reported that when the device was retrieved for a patient use event, the device would not power on. There are no known consequences or impact to the patient.

Manufacturer narrative:
Updated become aware date based on receipt of confirmation of death of the patient. Updated case to reflect patient death. Health effect impact code: c28554 (death).

Event description:
It has been confirmed the patient did not survive.

Manufacturer narrative:
Updated event date and become aware date.

Manufacturer narrative:
Updated investigation grids.

Manufacturer narrative:
Updated patient outcome code grid, health impact grid, component grid, and type of reported complaint.